Manufacturer narrative:
The reported event was confirmed. The device was received from the field unable to be interrogated with battery swollen and having reached end of life (eol). Attempts to extract information from the device image were not successful due to corrupted device image. X-ray revealed foreign material next to the battery terminal shorting the positive battery terminal to ground which caused battery to be depleted. The reported interrogation anomaly is consistent with low battery condition. A manufacturing anomaly may have occurred that resulted in the reported issue. Should have been selected as the original submission was noted as a serious injury.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine procedure. It was noted that the device was interrogated prior to implant. Post implant, multiple attempts to interrogate the device were unsuccessful. The device lost connectivity and an error message was seen. The patient was brought back to the procedure room and the device was explanted and replaced. The patient was stable.